Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction reoccurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation: problem description, 02/17/2026, 10:04:14, (B)(4): usb 3.0 interface not functioning. Initial log 02/17/2026, 9:37:29 am (dentsply sirona charlotte time). Warranty: yes, under op_s3d. Dealer on-site: no. Billable: no. Billing accepted: n/a. Billing approved by: n/a. 90 day expiration date: 05/18/2026. Remote access: yes. Sidexis version: 4.3.1. Server location: \\slm-srv01. Pdata remote location: \\slm-srv01\pdata. Rcu location (if applicable): slm-pano 10.0.7.123. Practice management: open dental/ab32. Workstation(s). Scout check. Staff reported no patient injury. Staff is uncertain if additional retakes were required with this usb box. Troubleshooting description: remoted to slm-op04. Tested usb connections. Attempted shots with other usb box in this op - pass. Attempted shots on suspect usb box with other sensor in this op - fail*. Staff reports usb box has broken connector on usb>pc side; a small piece is broken off and missing. *images are taken but are blank (attached), as if there is some connection but not adequate for a successful capture. Solution description. 02/17/2026. 10:04:14. (B)(4): solution description: recommended swapping out the usb interface box. Provided pn 100008290 schick 3.0 usb interface, RMA.

Event description:
While the customer was using a part of an intraoral sensor system, schick33 s2 starter kit/3.0 interface 6', they allege experiencing connectivity issues when an x-ray image was taken or an additional image was required. No injury was reported from the alleged event.